Event description:
It was reported that the cement mixer would not open the inner cylinder completely to forward the cement. There were no adverse consequences and no medical intervention required. The procedure was delayed by 60 minutes. No other consequences are reported. The surgery was completed successfully.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.